Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the high flow insufflation unit switching off was likely from a faulty main board. The specific root cause of the faulty main board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the issue was confirmed. The device has an alarm and function of the front panel which gets stuck after switching on and short testing. The issue was caused by a faulty main board/pressure sensor circuit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During the evaluation of the device, a faulty main board/pressure sensor circuit was found. Upon follow-up, the customer had reported at the end of a therapeutic laparoscopic cholecystectomy, the high flow insufflation unit switched off and went into alarm. No other device was used to complete the procedure. Being at the end of the procedure, the pneumoperitoneum present was sufficient to complete the surgery successfully. There was no surgical delay considered clinically relevant and no patient harm. The device was inspected prior to use and the result was positive. This report is to capture the reportable malfunction of faulty main board/pressure sensor circuit noted at estimation.